Event description:
Info was received that reported a pt was hospitalized in 2007 due to diabetic ketoacidosis. It was reported that the pt had been experiencing incidence of hyperglycaemia. He was hospitalized when his blood glucose was over 400mg/dl. Upon admission his blood glucose was 450mg/dl and he was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Upon visual examination ,the pump was found to have physical damage. The device was found to have 1/2 inch chips of material that had been broken away. This damage did result in the device's inability to operate properly. The device would go into an alarm condition to alert the user of an issue. We were unable to determine when or how the device became damaged.